Event description:
A doctor reports a pt with a wound burn during a procedure. It is suspected blockage of fluid created the wound burn. While the surgeon was sculpting, some milk was noticed, the tip was pulled out and it was noted the sleeve swelled at the same time. Sutures were required at the time of surgery, the patient is expected to recover. Add' info has been requested but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).